Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (underwent surgical removal due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2007. Concurrent conditions included obesity. Concomitant products included fluoxetine hydrochloride (prozac) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2017. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging"), weight increased ("weight gain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and anxiety ("anxiety"). The patient was treated with surgery (underwent surgical removal due to complications from the essure device/hysterectomy & salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, weight increased, headache, dyspareunia, fatigue, migraine and anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepancy noted in essure confirmation test: (B)(6) 2007 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complain update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/ heavy bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2007. Concurrent conditions included obesity, sinusitis and irregular periods. Concomitant products included fluoxetine hydrochloride (prozac) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2017. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), anxiety ("anxiety/ mental anguish") and depression ("depression"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection") and alopecia ("hair loss"). In 2008, the patient experienced weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced headache ("headaches"), migraine ("migraines/headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging"), weight increased ("weight gain") and uterine leiomyoma ("fibroids on uterus"). The patient was treated with transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), ibuprofen and surgery (underwent surgical removal due to complications from the essure device/hysterectomy & salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine and urinary tract infection had resolved, the menstrual disorder, weight increased, dyspareunia, anxiety, depression, abdominal pain, hot flush, mood swings, nausea, weight decreased, female sexual dysfunction and uterine leiomyoma outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepancy noted in essure confirmation test: (B)(6) 2007. Insertion details: right 2 coils and left 2 coils were identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Ultrasound scan - in 2016: fibroids on uterus. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Events: hot flush, mood swings, urinary tract infection, nausea, weight decreased, alopecia, female sexual dysfunction, uterine leiomyoma were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/ heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2007. Concurrent conditions included obesity. Concomitant products included fluoxetine hydrochloride (prozac) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2007. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced headache ("headaches"), fatigue ("fatigue"), migraine ("migraines/headaches"), anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging") and weight increased ("weight gain"). The patient was treated with transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), ibuprofen and surgery (underwent surgical removal due to complications from the essure device/hysterectomy & salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved and the menstrual disorder, weight increased, headache, dyspareunia, migraine, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepancy noted in essure confirmation test: (B)(6) 2007 & (B)(6) 2007. Insertion details: right 2 coils and left 2 coils were identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs+mr received- new event depression, abdominal pain were added. Outcome of fatigue updated to recovered / resolved. New reporter, race, treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding/ heavy bleeding') in a 35-year-old female patient who had essure (ess205) (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on 14-feb-2007. Concurrent conditions included obesity, sinusitis, irregular periods, premenstrual dysphoric disorder, tachycardia, oophoritis and post procedural infection. Concomitant products included fluoxetine hydrochloride (prozac) since may 2007, hydrocortisone since 2010 and medroxyprogesterone acetate (depo provera) since 5-apr-2017. In march 2007, the patient had essure (ess205) inserted. On 18-apr-2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On 1-may-2007, the patient experienced anxiety ("psychological or psychiatric problems conditions type: anxiety/ mental anguish") and depression ("psychological or psychiatric problems conditions type: depression"). In may 2007, the patient experienced headache ("headaches"). In 2007, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection") and alopecia ("hair loss"). In june 2007, the patient was found to have uterine leiomyoma ("fibroids on uterus / tumor / teratoma / cancer type: fibroids"). On 1-jan-2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient was found to have weight decreased ("weight loss"). On 1-aug-2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced migraine ("migraines/headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on 22-aug-2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine and urinary tract infection had resolved, the menstrual disorder, weight increased, dyspareunia, anxiety, depression, abdominal pain, hot flush, mood swings, nausea, weight decreased, female sexual dysfunction and uterine leiomyoma outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abscess, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery.discrepancy noted in essure confirmation test: 18-apr-2007 & mar-2007.insertion details: right 2 coils and left 2 coils were identifieddiscrepancy noted in date of insertion mar-2007 and 18-apr-2007.discrepancy noted in date of removal 19-aug-2016 and 22-aug-2016.patient received treatment for events ¿ abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 38.1 kg/sqm.computerised tomogram abdomen - on 03-sep-2016: 1. There is a very large air-fluid collection within the abdomen and pelvis. It appears to contain debris/blood bender reports the patient received blood products during her recent surgery.2. Evaluation of the bowel is difficult, but there are few prominent loops of proximal small bowel. Mild air andfluid are seen within the colon. This could reflect mild ileus.pathology test - on 22-aug-2016: uterus and bilateral fallopian tube.- no pathological changc1 cervix- benign basilar endometrium- superficial f1denontyosis- leiomyomata- no pathological change of fallopian tubes.spinal x-ray - on 07-sep-2016: loops of bowel with air-fluid levels, may indicate ileus..ultrasound scan - in 2016: results: fibroids on uterus.ultrasound scan vagina - on 01-jul-2007: results: total bilateral occlusion; on 01-jul-2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage ,menorrhagia, abdominal pain quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 31-jul-2020: quality safety evaluation of ptc.a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2007. Concurrent conditions included obesity. Concomitant products included fluoxetine hydrochloride (prozac) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2017. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging"), weight increased ("weight gain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and anxiety ("anxiety"). The patient was treated with surgery (underwent surgical removal due to complications from the essure device/hysterectomy & salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, weight increased, headache, dyspareunia, fatigue, migraine and anxiety outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she had need for additional surgery. Discrepancy noted in essure confirmation test: (B)(6) 2007 & (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received: events vaginal bleeding, menorrhagia,dysmenorrhea, dyspareunia,fatigue,migraines/headaches,anxiety, are added. Lot number, concomitant & historical condition are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (underwent surgical removal due to complications from the essure device). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, weight increased and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menstrual disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 10-nov-2017: lawyers were added as reporters. Essure implant date was updated (B)(6) 2007 and removal date ((B)(6) 2016) was added. Event pain (clubbed with pelvic pain). Events abnormal bleeding, weight gain and headaches were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding/ heavy bleeding') in a 35-year-old female patient who had essure (ess205) (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2007. Concurrent conditions included obesity, sinusitis, irregular periods, premenstrual dysphoric disorder, tachycardia, oophoritis and post procedural infection. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2007, hydrocortisone since 2010 and medroxyprogesterone acetate (depo provera) since (B)(6) 2017. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems conditions type: anxiety/ mental anguish") and depression ("psychological or psychiatric problems conditions type: depression"). In (B)(6) 2007, the patient experienced headache ("headaches"). In 2007, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection") and alopecia ("hair loss"). In (B)(6) 2007, the patient was found to have uterine leiomyoma ("fibroids on uterus / tumor / teratoma / cancer type: fibroids"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced migraine ("migraines/headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine and urinary tract infection had resolved, the menstrual disorder, weight increased, dyspareunia, anxiety, depression, abdominal pain, hot flush, mood swings, nausea, weight decreased, female sexual dysfunction and uterine leiomyoma outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abscess, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepancy noted in essure confirmation test: (B)(6) 2007. Insertion details: right 2 coils and left 2 coils were identified discrepancy noted in date of insertion (B)(6) 2007. Discrepancy noted in date of removal (B)(6) 2016. Patient received treatment for events ¿ abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: 1. There is a very large air-fluid collection within the abdomen and pelvis. It appears to contain debris/blood bender reports the patient received blood products during her recent surgery. 2. Evaluation of the bowel is difficult, but there are few prominent loops of proximal small bowel. Mild air and fluid are seen within the colon. This could reflect mild ileus. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tube. - no pathological changc1 cervix - benign basilar endometrium - superficial fidenontyosis - leiomyomata - no pathological change of fallopian tubes. Spinal x-ray - on (B)(6) 2016: loops of bowel with air-fluid levels, may indicate ileus.. Ultrasound scan - in 2016: results: fibroids on uterus. Ultrasound scan vagina - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage ,menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received : reporter information added, event : abscess added. Legacy device report num 2951250-2017-05012 a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.